Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device. The se unplugged and replugged the connector and cleaned the contact point. No part was replaced.

Event description:
It was reported that the ventilator upper display was flashing and no display. There was no patient connected to the device.